Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset of peritonitis, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. Fourteen days after hospitalization, the patient was discharged. The cause for the peritonitis was not reported, but the patient was retrained on full procedure of changing fluids. At the time of the report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown but is sometime in 1959. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.